Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective stimulation due to high impedances on the lead. Imaging revealed the lead was fractured. Surgical intervention is pending to address the issue.